Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance readings were not within specifications. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the force sensor calibration reading was low and not within specifications. The force sensor resistance reading was also high and not within specifications.